Event description:
Customer reported via phone, her blood glucose meter was stolen from her car and the following day she was hospitalized due to low blood glucose. Paramedics were called blood glucose was below 20 mg/dl. Customer was treated at home with glucagon and food. Customer was not advised by paramedics what the perceived low was but did happen the next morning of the meter being lost. Customer declined troubleshooting on the insulin pump. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.